Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as bleeding .there was no alleged device malfunction contributing to the irritation. The patient went to a wound clinic for treatment. Patient reported that the irritation is getting better.